Event description:
The patient had a generator replacement. The explanted generator has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5: correction - settings and diagnostics should have been included on the initial MDR. D6b: explant date - correction - na should included in the initial MDR.

Event description:
The explanted generator was discarded. No additional relevant information has been received.

Event description:
Per the provider, it was reported that a patient's battery had reached ifi sooner than expected. Patient was referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received to date.